Event description:
Report received of a pump "sparking" when plugged in. It was reported that the pump was returned from clincal service with an unsigned note that stated "when the device was plugged into ac power, there were sparks". The sparks were noted at the molded portion attached to the cord that plugs into the ac outlet. The device was removed from clinical service. There was no reported adverse effect to the patient. There was no tracking information (nurse, patient, location) available. Though requested, there was no further information available.